Event description:
Additional information later received reported that the physician thought that the event was related to suture he had placed on the catheter during implant of this pump. The programmed bolus reported previously indicated that the catheter was not blocked.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. It was added that there were no alarms heard during the analysis process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a critical alarm which rang every hour "without any reason 3 hours after the setting-up". The critical alarm had been settled every 2 hours, but it rang every hour. The surgeon was able to notice that "the product was delivered well after a programmed bolus" and decided not to make the examination of the rotor of the pump to avoid an infectious risk for the patient. Finally, in the doubt, the surgeon decided to replace the pump. Device troubleshooting was done and the programming was verified the cause of the alarm was not known. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 74.95mcg. It was later reported that as of 2012 (B)(6) the patient was well and received "normally his baclofen".